Event description:
The event is reported as: the customer alleges that the pt suffered from tracheal stenosis because of the cuff pressure of the endotracheal tube.

Manufacturer narrative:
A phone conversion ((B)(4) 2013) with the user facility was made to obtain additional info of the event and pt condition. The respiratory staff member, at the user facility, did not have additional info regarding this event at the time of the phone conversation. The respiratory staff member did indicate that a pulmonologist did state tracheal stenosis. Additional phone call made ((B)(4) 2013) to user facility as a f/u for any additional info regarding this event and pt condition. No response and/or additional info obtained from the user facility at the time of this report. A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating to complaints.